Manufacturer narrative:
The customer reported problem was not confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Case #01000861 - npi calibration test keep failing on 8120 unit bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: tech called in for help on 8120 unit keep repeat to calibrate. Failure device type: failure problem type: failure mode: case resolution: tech called in he got error message to calibrate the 8120 unit once he run calibration it pass but keep repeating, needs to send unit in for services repair. Confirm level one quote for repair and what it all covers tech will call back once he has po #. Ref: (B)(4).